Manufacturer narrative:
The insulin pump had no button response due to moisture damage on electronic assembly. Moisture damage was also noted on the motor assembly. No black screen, blank display or high pitch beep noted. It also had a cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that he got pushed into the pool and then the insulin had a black screen and a high pitched noise. Blood glucose at the time of the incident is unknown; current value was 185 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.